Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products: attachment device, handpiece device. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a craniotomy surgical procedure it was observed, that when a hole was made in the removed skull, the tips of two drill devices were broken at about 10 millimeters (mm) when used with an attachment device and handpiece device. It was reported that there was a 30-minute delay in the procedure due to the event. It was not reported if there was a spare device available for use. It was not reported if the all the pieces of the bit device were retrieved. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the drill bit device, and the reported condition that when a hole was made in the removed skull, the tip of the drills was broken about 10 mm was confirmed. The device was visually inspected, and it was found that the drill bit failed the visual assessment due to the device's tip being broken off. An assessment was performed, and the external features of the returned cutter was visually inspected and observed that the tip of the cutter was broken. The cutter was examined using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. Additionally, the thickness of the cutter was measured and found to be within specification. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. The most probable cause for the found defect (tip of the drill bit broke off) is improper handling by the user, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.